Event description:
Patient was to have inferior vena cava (ivc) filter removed. First fluoroscopy images showed broken strut on the ivc filter. The filter was snared and removed, but physicians were unable to snare and remove broken piece, approximately 1 cm, which was imbedded within a vessel wall. The broken piece was left in the patient. This has been disclosed to the patient, who has not suffered any harm.